Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after a few minutes of running, gives "disconnection on vent side" alarm.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: after a few minutes of running, gives "disconnection on vent side" alarm.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 (B)(4). Field updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the inspiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the inspiratory valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: after a few minutes of running, gives "disconnection on vent side" alarm.